Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left breast implant saline mentor smooth round moderate profile 400cc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 400cc saline breast implants which the right side deflated after implantation. Even though we have not received information regarding explantation or an expected explantation date, possible bilateral removal and replacement was indicated.

Manufacturer narrative:
The report sent on 4/18/2018 had the correct date of implant, and disregard the doi change in the report sent (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device evaluation summary result received on 6/26/2018: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered valve leakage. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the date of implant is (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/09/2018, additional information indicates that on (B)(6) 2018, the patient underwent bilateral removal and replacement with following devices: left: catalog number 3503420, lot number 7523056, serial number (B)(4). Right: catalog number 3503420, lot number 7509357, serial number (B)(4). Date of implant on initial report was reported as (B)(6) 2018, and the new report indicated as (B)(6) 2016. Manufacturer¿s reference number: (B)(4).